Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that a circuit board / printed circuit board failure led to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The aware date should be 20-dec-2023.

Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the evaluation found the bezel was chipped and damaged and the circuit board was faulty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, high definition lcd monitor, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was no image. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.